Event description:
Customer reported a frozen display screen. The customer's blood glucose was 88 mg/dl. The customer also reported unresponsive buttons. Customer stated he was in the middle of an infusion set change when the display froze. He was unable to rewind his insulin pump. The customer was advised to disconnect from his insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.